Event description:
Complaint form received by, convatec customer service clerk, states that patient with urostomy experienced a little bleeding of the stoma after working/bending down.

Manufacturer narrative:
The event as described is deemed a serious injury. It is reported that the patient solved this problem by using an alternate pre-cut convatec product, and stoma shows no signs of bleeding. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.